Manufacturer narrative:
The reported event of a capture anomaly could not be confirmed. Visual inspection of the septum, set screw and contact spring did not reveal any anomalies that could contribute to the reported event. Telemetry, impedance, sensing, pacing and high voltage (hv) output functions of the device were tested and found to be normal.

Event description:
During a procedure, a high capture threshold resulting in a loss of capture was observed on the device. The device was explanted and replaced to resolve the event. The patient was stable and will continue to be monitored.